Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure to treat a deep vein thrombosis (dvt) using an indigo system aspiration catheter 8 (cat8). During the procedure, while in use with a non-penumbra sheath, the tip of a cat8 became kinked; therefore, it was removed. The procedure was completed using a new cat8 and the same sheath. There was no report of an adverse effect to the patient.